Event description:
On 30-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that the infusion set's tubing detached at the site connector, as it was pulled out from her body. The site location was her right leg and the pump was inside the pouch. The infusion set had been used for two days. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. Currently, her blood glucose level was 2770 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that the infusion set's tubing detached at the site connector, as it was pulled out from her body. The site location was her right leg and the pump was inside the pouch. The infusion set had been used for two days. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. Currently, her blood glucose level was 2770 mg/dl. No further information available.